Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed the device slightly worn. The event history log confirmed ¿high pressure¿ alarm messages occurred. Functional testing was able to replicate the reported issue. The clock battery needed to be replaced and the battery contact was bent. The downstream occlusion (dso) sensor was also not working properly. The rear housing and dso sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an overpressure alarm, and the battery contact was deformed. There was unknown patient involvement and unknown patient harm.